Manufacturer narrative:
Field service technician has been sent out for investigation. As stated by him the fault (error codes) has cleared and the odu measures out perfectly. The twin pump has been returned for further investigation at manufacturers laboratory. According to investigation by life cycle engineering the failure could not be reproduced. Investigation has been performed as follows: - an overpressure was generated: both pumps stopped as they should, displaying cpl-master p2 ¿stop pr1¿/ ¿stop pr2¿. - a run-away error was generated: the error message "run-away" was displayed and the pump stopped as it should. - no indications for misuse could be detected. - the version-history were checked(installed: 2.5, latest version: 2.9). None of the changes in history had a reference to the complained issue. Result: the failure could not be reproduced. Since the same issue on another tpm, on the same hl 20 base unit with serial number (B)(4) occurred (handled within complaint# (B)(4), MFR report# 8010762-2017-00405) the investigation regarding complaint# (B)(4) was resumed. The affected tpm (related to complaint# (B)(4), in conjunction with the affected hl 20 base unit (related to complaint# (B)(4), have been investigated by lce. According to the investigation report, dated on (b)() 2018 the investigation has been performed by lce as follows: tested motor tacho (in the past, similar failures have been found with defective motor tacho) - test passed, no defective motor tacho has been found. Overpressure-test - test passed, the pump stopped as it should. Evaluation of the service interfaces - no abnormalities have been found. Tested "run-away"-monitoring - test passed, both the detection (display of "run-away" error message) and the conversion of an externally applied stop signal (pump stops), as well as the monitoring and control of the motor are working normally. Tested software: in 2009 there was already an accumulation of similar failures regarding tpm's used as a cardioplegia pump. At that time a data transfer issue (the csl slave receiving incorrect speed values from the cpl master) was identified. This software-issue has been solved with the new software-version 2.5. The affected tpm has already the updated software-version, therefore a software-issue can be excluded. Nevertheless, the software was analyzed to determine whether it is possible to increase pump speed as well as disable run-away and stop-signal monitoring due to a software malfunction. - no indication of a possible cause of software-malfunction. Tested the case of temporary, reversible defect (e.g. Short circuit) - test passed, pump stopped. Analysis of hardware changes to pump control board, motor control board and safety system board - none of these changes affect the function of the board. Tested the odu-connection of the tpm to the hl 20 base unit - the pump speed did not increase during the test. Since no indication of the cause of the failure could be found, neither regarding the tpm nor regarding the hl20 base unit, an onsite visit at the (B)(6) by representatives of the maquet departments r&d and technical service took place on (B)(6). During onsite visit following points have been checked: - storage and transport. - configuration of the hl20. - handling and cleaning by the hospital staff. - power supply. - possible interference caused by other devices (MRI,CT,etc.). Result of the onsite visit: no abnormalities or anything which indicates the cause of the failure (e.g. Misuse) were detected. Also during the onside visit four perfusion-protocols, which describes the failure in question as well as similar failures (complaints# (B)(4) (MFR report# 8010762-2017-00405), (B)(4) (MFR report# 8010762-2018-00061), (B)(4) (MFR report# 8010762-2018-00194), (B)(4) (MFR report# 8010762-2018-00195) have been checked. In the lce-laboratory the operation conditions, described in the protocols, were reproduced. During the investigation in the laboratory no abnormalities have been found. Additional in february and october 2018, tests of electromagnetic compatibility were performed on two different hl 20 base units. At no point during the test any similar behavior or anything that might have led to it could be observed. Also at no time there was an autonomous increase of the speed of any connected pump. Finally the root cause could not be determined exactly. As this kind of failure happened striking often at one hospital (B)(6) a systemic external influence is most possible. The failure could not be reproduced, thus the failure could not be confirmed. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Maquet medical systems,USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(6). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(6).

Event description:
Internal reference: (B)(4).

Manufacturer narrative:
Field service technician has been sent out for investigation. As stated by him the fault (error codes) has cleared and the odu measures out perfectly. The twin pump has been returned for further investigation at manufacturers laboratory. According to investigation by life cycle engineering the failure could not be reproduced. Investigation has been performed as follows: an overpressure was generated: both pumps stopped as they should, displaying cpl-master p2, stop pr1¿/ ,stop pr2¿ a run-away error was generated: the error message "run-away" was displayed and the pump stopped as it should. No indications for misuse could be detected. The version-history were checked(installed: 2.5, latest version: 2.9). None of the changes in history had a reference to the complained issue. Due to the described incident a defective safety-system cannot be excluded. Most probable root cause could not be determined exactly. The components related to safety-system needs to be replaced. Thus the failure could be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The device has been requested but not yet received. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
As stated by the customer: during giving cardioplegia into the root with a 12:1 ratio they heard an alarm. The alarm was an overpressure which was observed to be over 600mmhg the over pressure should have stopped the card pump at 280. According to the perfusionist the pump as showing a runaway error but still spinning at maximum rpm. He turned the pump off and back on again and the pump again ran at full speed displaying the error !!!!!. The pump was not swapped out during the case as they were able to continue without further cardioplegia. There was no known injury to the patient. (B)(4).